Manufacturer narrative:
(B)(4). Additional narrative: ruptured condition not confirmed. Visual examination of the device did not showed a ruptured bladder. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) folfusor lv 10 device had ruptured during filling. There is no patient involvement. No additional information is available.